Event description:
The physician reported during an aneurysm embolization, multiple coils were deployed into the aneurysm. However, when the delivery wire was removed after deployment, the coil in question was still attached and noted to be broken. The physician reported during the procedure he hadn't felt the coil break. The procedure was completed with the use of another similar device. The pt suffered no adverse effect as a result of this phenomenon.

Manufacturer narrative:
Further info regarding the alleged event was requested from the hosp, and it was determined that a continuous flush was not maintained and a non-compatible catheter was used in the procedure. The device in question was returned to boston scientific for further investigation. Upon receipt of the device, there were three bends found in the coil and a slight bend found in the stainless steel marker coil on the distal end of the pusher wire 6mm. From the distal hook, and 21mm and 32mm from the zapped tip on the distal end of the coil. The coil was found to be intact with no breaks. The introducer sheath was not returned with the device. Based on the info provided by the hosp and the investigation of the device, boston scientific could not confirm the user's complaint, as the coil was found to be intact and from a replication of the detachment process for the coil and the pusherwire, no anomalies were noted. Most likely the coil had not actually detached from the pusherwire. The hooks used to attach/detach the coil from the pusehrwire may not have been advanced far enough to exit the distal end of the catheter, as it is only the inner lumen of the catheter that keeps the hooks joined together. Once the hooks fully exit the catheter, they will automatically detach themselves however, boston scientific could not conclusively determine this as the cause of the user's experience. In addition, as there was no mention of the bends seen on the pusherwire and coil, the device was most likely returned unprotected and got damaged in transit.